Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump malfunction. The customer reported blood glucose value of 625 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). The customer was in emergency room for 2 nights. The event involved product(s) mmt-396a, mmt-326a, mmt-1780kpk. Troubleshooting was not performed. The customer reported high blood glucose and cannot make the pump to work and mainly the sensor that causes the high and had diabetic ketoacidosis. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-326a. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/06/2024 to 05/31/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 26-jul-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 26-jul-2022 in the formatted history file. In further full review of the pump history/traces on the event date of 12-mar-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 12-mar-2024 listed on smart solve. Daily total collection start time = 03/12/2024 00:00:00.000 daily total of all insulin delivered = 35.525 daily total of basal insulin delivered = 16.125 daily total of bolus insulin delivered = 19.4 in further full review of the pump history/traces on the event date of 06-apr-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 06-apr-2024 listed on smart solve. Daily total collection start time = 04/06/2024 00:00:00.000 daily total of all insulin delivered = 41.325 daily total of basal insulin delivered = 16.125 daily total of bolus insulin delivered = 25.2 in further full review of the pump history/traces on the (primary) event date of 24-may-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 24-may-2024 listed on smart solve. Daily total collection start time = 05/24/2024 00:00:00.000 daily total of all insulin delivered = 11.05 daily total of basal insulin delivered = 11.05 daily total of bolus insulin delivered = 0 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 12-mar-2024 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date 06-apr-2024 and (primary) event date 24-may-2024 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 04/03/2024 22:42:00.000 04/03/2024 22:52:00.000 05/22/2024 21:22:00.000 05/22/2024 21:32:01.000 05/24/2024 21:16:00.000 05/24/2024 21:26:00.000 sg calibration error (776) was recorded and found in the formatted history file on: 03/31/2024 10:27:03.000 03/31/2024 10:37:00.000 04/01/2024 19:01:35.000 04/01/2024 19:11:00.000 04/04/2024 04:50:27.000 04/04/2024 05:00:00.000 04/06/2024 20:34:09.000 05/23/2024 06:38:36.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 05/24/2024 22:48:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 04/03/2024 10:19:18.000 05/18/2024 01:26:40.000 05/18/2024 01:27:22.000 05/23/2024 22:56:04.000 05/23/2024 22:57:12.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was received with the original battery cap with a broken 2 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a slightly broken battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.